Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed within the dialyzer, arterial hansen lines and into the bypass drain as well. The machine, a fresenius 2008k machine, did alarm appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood as the blood leak was visually noted. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. When the event occurred the machine was pulled from service and the patient was restarted on a new machine and treatment completed successfully with new supplies on a different machine. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: report source.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed within the dialyzer, arterial hansen lines and into the bypass drain as well. The machine, a fresenius 2008k machine, did alarm appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood as the blood leak was visually noted. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. When the event occurred the machine was pulled from service and the patient was restarted on a new machine and treatment completed successfully with new supplies on a different machine. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The customer returned a dialyzer from the reported lot for evaluation. The sample was subjected to a laboratory bubble point leak test. The test failed. A delamination was found from approximately 70° to 140° on the non-cavity ID end with the ports positioned at 0°. Just below the same area as the delamination a piece of fiber pe wrap was noted in the bell housing. The piece measured approximately 0.24 inches. There was no other damage or irregularities visually noted on the dialyzer. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed within the dialyzer, arterial hansen lines and into the bypass drain as well. The machine, a fresenius 2008k machine, did alarm appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood as the blood leak was visually noted. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. When the event occurred the machine was pulled from service and the patient was restarted on a new machine and treatment completed successfully with new supplies on a different machine. The complaint device was reported to be available to be returned to the manufacturer for evaluation.